Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, the patient tried the profile alert on attentive high and low. The patient reports the receiver vibrates and beeps twice. No melody.

Manufacturer narrative:
(B)(4).